Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the balloon came apart with a section lodged in a patient¿s artery.

Event description:
According to the reporter, the procedure was nearly finished when the balloon was removed from the patient and came apart, with a section becoming lodged in the patient¿s artery. A cook wire roadrunner 0.35 was the size of the guidewire used. The detached portion of the device remained in the patient but was removed the same day by a different team through open surgical retrieval, which was the additional medical intervention required. The patient required a hospitalization. There was nothing unusual observations on the device prior to use, and no other defects or damages were found. No other products were utilized with the device, and the patient had a very sharp arterial anastomosis angle. An x-ray was performed, the detachment was spontaneous, and no introducer sheath was used. The balloon had been inflated using a syringe with saline and contrast as the inflation fluid, and the device did not pass through a previously deployed stent, with no resistance encountered when advancing it. During withdrawal, usual force was applied initially; however, the balloon appeared to have angulation at the anastomosis. The balloon usage was stopped as a remedial action to address the issue, and the product was not replaced. There was a minimal blood loss, and a blood transfusion was not necessary. The patient was stable.

Manufacturer narrative:
Additional information: a2, a3a, a4, a5a, a5b (white), b2 (intervention required, hospitalization), b3, b5, g3, h6 (fdp, ime and imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.